Event description:
Lap gastric bypass, plcr60b was used for j-j anastomosis and several malformed staples were present in reload. There was tissue slightly stuck to the reload which could be easily removed. No adverse effects to patient. No bleeding.

Manufacturer narrative:
Evaluation summary: both reloads have staples jammed between pushers and cartridge. Damaged retention posts indicate that the reloads were not seated properly. Actions: car has been issued to engineering because users are having difficulty in the field properly seating the reloads in the plc60. It will be used to capture any further investigations and to ensure the effectiveness of any implemented corrective prevention actions. The training group has been requested by qa to communicate to the sales rep to ensure that the reloads are seated properly and the retention posts are full engaged in the plc60 housing before firing.